Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 300 to 400 mg/dl range and treated with shots. Customer does not allege the insulin pump for delivery anomaly. Auto mode was inactive at the time of the high reading. The insulin pump was not replaced or returned for analysis.